Manufacturer narrative:
The lead will continue to be monitored via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a shock impedance measurement of 0 ohms. All other shock impedance measurements were stable in the 40-50 ohm range. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) causing the low shock impedance measurements. No adverse patient effects were reported.